Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. For evaluation. The evaluation confirmed that the reported phenomenon was duplicated just one time when the bending section of the subject device was angulated. After disassembling of the subject device, the evaluation also confirmed that the ccd (image) cable was damaged and outer skin of the ccd cable came off from the ccd (image) unit at the distal end side of the bending section. Omsc concluded that damage (detachment) at the connection point between the electric cable and the ccd unit likely cause the reported phenomenon. The exact cause of the detachment could not be conclusively determined, but it possibly detached due to the repeated physical stress during use (such as angulation of the subject device, twisting of the universal cord).

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at present. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, an error(communication error) message was displayed on the monitor and the procedure was interrupted. The error message was resolved after the facility cleaned the video connector of the subject device and re-connected it to the video processor. However, the endoscopic image of the subject device disappeared after the resumption of the procedure. The facility replaced the subject device with a similar but different olympus laparoscope and completed the procedure. There was no report of patient injury.